Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller said pt broke their neck awhile back and had been experiencing some symptoms including numbness, tingling, and neck rigidity for about 3 days and situation had become emergent. Pt was scheduled with hcp to meet about neck tomorrow. Caller said ins had not been holding a charge. Tss suggested using passive recharge mode for 20-30 minutes and seeing if passive recharge mode would charge the ins. Further troubleshooting could not be performed because caller was not with pt.